Event description:
As reported, a 6f .070-inch xbrca 55-125cm vista brite tip guiding catheter had a fracture mark in the middle section, making it unusable. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.